Event description:
The customer reported to olympus that there was a "connect head" error while using the camera head. There was no patient harm associated with the event.

Manufacturer narrative:
Follow-up is in progress to obtain additional information regarding the event. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found an e222 communication error with a color bar displayed due to faulty cable. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review revealed no issues were identified. This issue is addressed in the instructions for use (IFU): if this camera head malfunctions, do not use it. Warning: never use the camera head on a patient if any irregularity is observed. The irregular camera head may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk" (pg. 17). There is no indication that this device was not used in accordance with the IFU/labeling. Olympus will continue to monitor the field performance of this device.